Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.  A tripped trend review was performed for the reported complaint and fs libre sensors, no tripped trends were observed.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer's mother reported a low readings problem on the adc freestyle libre sensor. Caller reported that at 3am on 12-aug-18, the customer's wife obtained an unspecified scan result on her husband's sensor that was "severely low". Caller additionally reported the customer lost consciousness while sleeping, and was treated with a glucagon injection and coca-cola by his wife who also called emergency medical services. Upon arrival, fire fighters provided bread, which the customer regurgitated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported a low readings problem on the adc freestyle libre sensor. Caller reported that at 3am on (B)(6) 2018, the customer's wife obtained an unspecified scan result on her husband's sensor that was "severely low". Caller additionally reported the customer lost consciousness while sleeping, and was treated with a glucagon injection and coca-cola by his wife who also called emergency medical services. Upon arrival, fire fighters provided bread, which the customer regurgitated. There was no report of death or permanent impairment associated with this event.